Event description:
It was reported that the programmer failed to power up. The programmer was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 radiofrequency programmer head; (B)(4).